Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. The patient stated he began having charging issues and stopped being able to charge his ipg at the end of 2016. Reportedly, the patient lost stimulation therapy in (B)(6) 2017. A sjm representative met with the patient and confirmed the ipg was inoperable. Follow up identified the patient had his scs ipg explanted and replaced and the issue was resolved.